Event description:
During a routine demonstration at a customer site, it was found that data sets that are transferred from the dicom server as un-calibrated with different fields of view from slice to slice, cannot be calibrated correctly. The problem is exhibited in the following way: if an image is manually calibrated using ultravisual tools, the other slices (that have different fields of view) will inherit the calibration of the original image. The result is that images other than the initial image calibrated, will have an incorrect calibration.